Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 580 mg/dl. The customer was admitted to the hospital. Customer was safe and connected to the pump from the hospital. Customer insulin pump was not dropped nor bumped. The customer agreed to send oow letter.